Manufacturer narrative:
(B)(4). Dil cath: 2.5x12 voyager; stent: 3.0x18 xience v. (B)(4) - re-insertion. The graftmaster is being reported under a separate medwatch report number. Failure to cross can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical condition was not reported, failure to cross is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this is not the result of a product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. This suggests that there are no lot specific product quality deficiencies. Perforation, thrombosis and death are known adverse events as listed in the xience v instructions for use (IFU). It was reported that after the initial attempt to cross, the stent delivery system (sds) was removed, the lesion was pre-dilated, and the same xience v sds was re-inserted into the body. The IFU cautions: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this instance, it is unknown how, if at all, this contributed to the reported complaint. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was an elective angioplasty, not emergent. After deploying a 3.0 x 18 mm xience v stent in the distal circumflex, an attempt was made to place the 3.5 x 18 mm xience v stent in the proximal lesion, but it would not cross. It was removed and additional pre-dilatation was done with a 2.5 x 12 mm voyager. The 3.5 x 18 xience v was advanced again and was successfully deployed at 10 atmospheres. At this time, there was no flow due to clotting and a perforation was suspected. An export catheter was used to remove the clot and a 3.0 x 16 mm graftmaster stent was deployed to seal the perforation. The patient went into cardiac arrest and compressions were started. The patient also experienced acute pulmonary edema. The patient was then taken to the operating room (or) where bypass surgery was performed. Early the next morning, the patient was rushed back to surgery (details unknown), but did not survive. It is unknown if an autopsy was performed and the cause of death was not documented. Although there were procedural complications, the physician reported that they were not related to the graftmaster stent. No additional information was provided.